Event description:
It was reported that during a low anterior resection procedure the tip of the circular stapler couldn't be fixed to the pin. Following the tip was removed and replaced with a new one (from a new box) and the stapler which was already inserted into the colon remained there. With this change the anastomosis was completed successfully. The wrong tip and the stapler from the new box were sent back for analysis. No patient consequences reported. Procedure was prolonged by five minutes.

Manufacturer narrative:
(B)(4) - anvil. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and uncut and the device was received fully loaded with staples. After further analysis it was noted that the locking springs on the anvil were damaged, indicating that the anvil was not reattached correctly. No functional test was performed due the condition of the anvil. While no conclusion could be reached on what caused the locking springs damaged. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). It was recorded that the device was returned for analysis. To date the device has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.